Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this integrated programmer touchscreen was unresponsive. Field representative rebooted and it finally worked. In addition, field representative mentioned that this happens from time to time and would like to return the programmer. The programmer remains in service. There was no patient involvement.